Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the MRI technician called because the patient's device was showing it encountered a power-on-reset (por). They were redirected to the patient's managing physician to clear the por prior to the MRI. There were no patient symptoms nor further complications reported at this time.